Event description:
Pt's daughter-in-law reported that the pt , a type ii diabetic on oral medication, obtained lower blood glucose readings with the device. Some time within the last month, the pt opened the first bottle of test strips which performed accurately (150mg/dl range). On 10/7/96, pt went to her physician for a routine check-up and performed a side by side blood glucose comparison with test strips and her physician's test strips (lot unk). Both tests were performed using the pt's meter. Because she had just used the last test strip from the bottle of 25, she opened the second bottle of test strips from the same box. She obtained a blood glucose result of 146 mg/dl with test strips and a result of 126 mg/dl with another test strip. The contact stated that desiccant was present in the first bottle of test strips. However, when the pt opened the second bottle at her physician's office, there was no desiccant present. The pt's meter was set to the appropriate code when all tests were performed. With the rep, the pt obtained a check strip test result of 88 versus a check strip range of 75-101. Pt did not have normal control solution. Pt stores the test strips in her bedroom.